Event description:
This is report 1 of 2 for the same event. It was reported that during an anterior cervical discectomy fusion surgery it was discovered that there was "charring residue on the inside of the attachment where the burr was inserted and on the tip of the burr". The reporter described the "black charring as being similar to the result of burned metal and metal grinding". The reporter stated that the "black charring residue could be wiped off the device". The reporter indicated that there was no smoke. The planned surgical procedure was delayed two minutes while a spare attachment device and a spare cutter device were retrieved. The reporter alleged that the attachment device was the issue and that there were no issues with the cutter device. The reporter stated that there were no injuries to the patient and no additional anesthesia was required. The reporter stated that the "surgeon's notes indicated that the surgery went well. The patient had post-operative swelling and was retained due to sleep apnea." The reporter stated that "the post-operative issue was not related to or caused by the reported event". The reporter also stated that post-surgery the attachment device "heated up and was warmer than usual". The reporter was unsure if the device warmed up during the case. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the bearings were worn on the device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.